Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit pulsating when connected to a patient circuit & dim display. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to disconnect patient circuit and use v60 bi-pap test connector for testing. The customer replaced the defective (user interface) ui assembly to address the reported problem. The unit successfully passed the required performance verification test.